Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth was not provided. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (23b032av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. There was no device performance issue or device malfunction reported during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The reported left middle cerebral artery (mca) subarachnoid hemorrhage (sah) event was discussed with the medical safety officer (mso) on (B)(6) 2023. Per the mso, the use of the device in the mca may lead to tears in the lenticulostriate perforators, resulting in bleeding. As such, we cannot exclude an embotrap iii contribution (as you pull the device back, forces generated during its retraction which may tear perforators)¿. The event occurred at the same location as the use of the device and occurred on the same day as the procedure. As such, the relationship between the device and the adverse event of left middle cerebral artery (mca) subarachnoid hemorrhage (sah)cannot be ruled out completely, regardless of the assessment given by the pi. Subarachnoid hemorrhage is a known potential complication associated with the use of the embotrap iii device and is listed in the instructions for use (IFU) as such. There were no alleged quality issues related to the devices used, as the devices performed as intended. As explained in the literature article referenced below, a post-mechanical thrombectomy subarachnoid hemorrhage has no definitive cause, but the proposed mechanisms are ruptured small arterioles, unrecognized micro guidewire perforation or dissection, disruption of microvascular permeability barriers secondary to contrast neurotoxicity, exogenous plasminogen activators, and reperfusion injury. Although the pi assessed the event as unrelated to the study device and unrelated to the surgical procedure, the event occurred at the same location as the use of the device and occurred on the same day as the procedure. As such, the relationship between the device and the adverse event of ¿lt mca sah [left middle cerebral artery subarachnoid hemorrhage]¿ cannot be ruled out completely. Based on this information and the assessment of the mso, this event will be conservatively reported to the us FDA reporting under criteria 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Reference: puntonet j, richard me, edjlali m, ben hassen w, legrand l, benzakoun j, rodriguez-régent c, trystram d, naggara o, méder jf, boulouis g, oppenheim c. Imaging findings after mechanical thrombectomy in acute ischemic stroke. Stroke. 2019 jun;50(6):1618-1625. Doi: 10.1161/strokeaha.118.024754. Epub 2019 may 7. Pmid: 31060439. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 77-year-old male patient with a history of smoking (quit date unknown, in 2005) presented with an unwitnessed non-wake up stroke. Last time seen well was on (B)(6) 2023 at 03:00 hour. Symptoms were first observed on (B)(6) 2023 at 08:00 hour. The patient was presented to the treating hospital on the same day at 08:48 hour. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was from other etiologies: trousseau syndrome. The patient presented a baseline nih stroke scale (nihss) score of 15 and a modified rankin scale mrs score of ¿3-moderate disability. Requires some help, but able to walk without assistance.¿ on (B)(6) 2023, the patient underwent an endovascular mechanical thrombectomy procedure using 5mm x 37mm embotrap iii revascularization device (et309537 / 22b032av) that targeted an occlusion in the left m2 segment of the middle cerebral artery (mca). The pre-pass modified treatment in cerebral infarction (mtici) score was 0. The embotrap iii device was used for three passes via a rebar¿ 18 microcatheter (medtronic) resulted in a final mtici score of 2b, with clot retrieval in the stent retriever only in the first and the third pass. There were no report of any intra-operative study device deficiencies. The 24-hour post-procedure nihss score was not entered into the case report form (crf). On (B)(6) 2023, the same day as the index procedure, the patient experienced a left middle cerebral artery (mca) subarachnoid hemorrhage (sah). The principal investigator (pi) assessed the event as not serious, moderate in severity, and as not related to the embotrap iii study device, not related to the large bore catheter, and not related to the primary surgical procedure. The event was not medically treated, and the outcome is recorded as ¿not recovered/not resolved¿ with no end date listed. The patient was discontinued from the study on 20-may-2023 due to ¿death due to primary lung cancer.¿ this was not reported to the sponsor as an adverse event.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 31-may-2024. [Additional information]: on 31-may-2024, additional information was received via email from the excellent clinical study team. Per the information, the reported left middle cerebral artery subarachnoid hemorrhage was near the location where the study device was used. There was no device performance issue related to the embotrap iii device during the procedure. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.